Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. B30423) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), urinary tract infection ("bladder/urinary problems : uti"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast/ut"), abdominal pain lower ("abdominl pain lower") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery ((hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, abdominal pain, urinary tract infection, vaginal haemorrhage, menorrhagia, fungal infection, abdominal pain lower and vulvovaginal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, female sexual dysfunction, fungal infection, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: received treatment for: apareunia, pelvic/abdominal, general abnormal bleeding, lot number: b30423, manufacturing date: 2013-05, expiration date 2016-05-31. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-feb-2020: fu 4 and 5 processed together. Quality safety evaluation of ptc on 6-feb-2020: fu 4 and 5 processed together. Medical records received: reporters were added. Patient middle name added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. B30423) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), urinary tract infection ("bladder/urinary problems : uti"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast/ut"), abdominal pain lower ("abdominl pain lower") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery ((hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, abdominal pain, urinary tract infection, vaginal haemorrhage, menorrhagia, fungal infection, abdominal pain lower and vulvovaginal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, female sexual dysfunction, fungal infection, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: received treatment for: apareunia, pelvic/abdominal, general abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, yeast infection, lower abdominal pain & vaginal pain were added. Lot number added. Product, patient & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain") and urinary tract infection ("bladder/urinary problems : uti"). The patient was treated with surgery ((hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, abdominal pain and urinary tract infection had resolved. The reporter considered abdominal pain, female sexual dysfunction, genital haemorrhage, pelvic pain and urinary tract infection to be related to essure. The reporter commented: received treatment for: apareunia, pelvic/abdominal, general abnormal bleeding, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Event injury was updated and new events: apareunia, pelvic/abdominal pain, general abnormal bleeding, bladder/urinary problems : uti, essure confirmation test(s) conducted, specify: no were added. Removal details added. New reporter and plaintiffs information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.